Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had issues with tubes having low vacuum and not drawing the required amount of material. No report of injury or medical intervention. No report of blood exposure to mucous membrane.